Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the primary vector. Review of the episode by boston scientific technical services confirmed the presence of oversensing of noise, likely sense b node, and low amplitude morphology measurements. Shock impedance measurements values were trending high at the time of the episode at 115-130 ohms, however no values were reported to be out of range. Testing of the system was unable to reproduce noise. The s-ICD was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the primary vector. Review of the episode by boston scientific technical services confirmed the presence of oversensing of noise, likely sense b node, and low amplitude morphology measurements. Shock impedance measurements values were trending high at the time of the episode at 115-130 ohms, however no values were reported to be out of range. Testing of the system was unable to reproduce noise. The s-ICD was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.